Manufacturer narrative:
The device history records for radiesse lot 1030151 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Although the pt's symptoms were resolving, an update has not been provided as of 02/02/2012.

Event description:
Dr. (B)(6) injected a pt with radiesse dermal filler on (B)(6) 2011. The pt was new to their office; she was injected with 1.5 cc radiesse below the orbital rims. The pt reported pain of the left side, with stranding around the injection sites, which is aggravated by pressure. The pt went to the ER (lives distance away from (B)(6)) for treatment on (B)(6) 2012. The pt was prescribed augmentin and narcotic pain meds. The pt returned (B)(6) for f/u on (B)(6) 2012. The tenderness has improved, there is no tissue with lacrimal ducts, and one nodule was detected on the left side. No symptoms developed on the right side. Bloodwork was conducted; all results were normal.